Event description:
Experiencing periodic elevated blood glucosse (>400 mg/dl) for 1.5 weeks. The pt indicated that they had attempted to self-treat by delivering multiple boluses; however, pt's blood glucose level did not decrease as expected. Pt stated they switched their back-up device using the same supplies form the original device, and patient's blood glucose began to decrease.